Manufacturer narrative:
Product event summary: the device was not returned for evaluation. Review of manufacturing documentation confirmed that the device met all requirements for release. The reported high power event was confirmed via analysis of log files which revealed an increase in power consumption beginning (B)(6) 2017. Multiple high watt alarms were logged on (B)(6) 2017. There is no evidence to suggest that the device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Addl information received due to log file review. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had two lysis given and the ventricular assist device showed increase in power over 5.5. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) displayed high power in the log files. The patient experienced a pump thrombus. The patient was hospitalized and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Date mfg rec. 24nov2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.